Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The coating is worn off of the cam arms on one device. One of the cam arm covers is missing on the other device and one of the plastic bumpers is cracked. The devices were manufactured in 2009 and 2011 and exhibit signs of extensive wear/ usage. This failure mode has been previously identified. Since the manufacturing of the complaint devices, design changes have been implemented to eliminate/ reduce the occurrence of this failure. These devices were manufactured prior to the implementation of those changes. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, the plastic piece broke in half when putting the implant on instrument. Had backup and no delay reported.